Event description:
One administration set with clogged secondary port was found from lot 3007075. The secondary sets were inspected using a scienscope xt-2000 microscope. This set was inspected and found to have a partially slit valve. The partially slit valve does not appear to go the full depth of the valve and should be investigated further. An image of the valve has been added as an attachment as well as a known good unit to show the comparison. This improper valve slitting is a manufacturing assembly error that explains the clogged secondary port.

Event description:
The following has been reported: one administration set with clogged secondary port were reported by test engineering. Preliminary technical failure summary. Set-0013 - clogged admin set admin sets to remain at na for investigation by r&d. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.